Event description:
It was reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to flattened dome button dome switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.